Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of snare loop failed to cut. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-01104 for the other associated device information. It was reported to boston scientific corporation that two captivator medium oval snares were used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, two snares failed to deliver current and were unable to cut the target polyp. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.